Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported in (B)(6) of 2014 they fell and broke their kneecap so they went by ambulance to the hospital where they did surgery and didn¿t turn stimulation off. After the surgery the consumer saw the elective replacement indicator (eri) message so they called their manufacturer¿s representative (rep) who helped them reset the equipment so they could use it. It was reviewed with the consumer they probably saw a power on reset (por) message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.